Event description:
After the use of the trocar cleaner, the surgeon found two small blue plastic pieces on the bowel. They were retrieved. Cleaner was noted to be shredding at end near smaller cleaning pad====================== health professional's impression======================